Manufacturer narrative:
Additional information: the reported event of pacing impedance high was unable to be confirmed due to only the connector end of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, multiple positioning attempts were made to find acceptable measurements. The lead was placed but displayed a high impedance value. During post implant follow-up, impedance remained high. Two days following implant, the patient was found deceased. Although the healthcare professional does not allege the death is due to a device malfunction, the cause of death is unknown. Further information was requested but not received.